Manufacturer narrative:
A supplemental MDR is being submitted due to additional information findings. B3, b5, g3, g6, h2, h6 clinical code were updated.

Event description:
Additional information: patient had shortness of breath. A valve in valve with a 20mm s3u valve and delivery system was opened and prepped with an additional 2cc of volume. The valve was deployed without incident and the patient stabilized. A post dilation with the same volume was done and the delivery system was removed. Post invasive gradients were not measured but echo had a mg of 8 mmhg. There was trace to no pvl. The valve was deployed in the same position and centered in the original sapien.

Manufacturer narrative:
The device remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Per image review, 23mm s3 is under-expanded at the mid valve level at 21.1mm with 0.5mm added for outer diameter. Also there is calcium seen on the thv leaflets. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from an edwards lifesciences field clinical specialist, approximately 8 years and 3 months post implantation of a 23mm sapien 3 valve in the aortic position, a valve in valve is to be performed for valve calcification.